Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
At beginning of session, alert "[2] charge time greater than 40 sec" and also error "[56] charge time greater than 25seg. Errors [12] and [43] are due to none lv lead implanted. Noise during sensing test (sensed signals between 0,4mv and 8,9mv). Ventricular sensitivity was decreased (from 0,4mv to 0,8mv) and persistence of vt and vf zones increased. No inappropriate therapies were applied. Two manual charge tests were made but all failed/not able to measure. It was reported that the physician planed to replace the subject ICD and the right ventricular lead on (B)(6) 2017. Preliminary analysis confirmed the reported noise oversensing most probably due to a right ventricular lead issue. Additionally, regarding the observed error warning message, a device battery depletion is also suspected. Recommendation to explant the subject ICD and the right ventricular lead were provided on (B)(6) 2017.

Manufacturer narrative:
It has been reported on 10 may 2017 that the device will be explanted on (B)(6) 2017.

Event description:
At beginning of session, alert ¿[2] charge time > 40 sec¿ and also error ¿[56] charge time > 25seg. Errors [12] and [43] are due to none lv lead implanted. Noise during sensing test (sensed signals between 0,4mv and 8,9mv). Ventricular sensitivity was decreased (from 0,4mv to 0,8mv) and persistence of vt and vf zones increased. No inappropriate therapies were applied. Two manual charge tests were made but all failed/not able to measure. It was reported that the physician planed to replace the subject ICD and the right ventricular lead on (B)(6) 2017. Preliminary analysis confirmed the reported noise oversensing most probably due to a right ventricular lead issue. Additionally, regarding the observed error warning message, a device battery depletion is also suspected. Recommendation to explant the subject ICD and the right ventricular lead were provided on (B)(6) 2017.

Manufacturer narrative:
Preliminary analysis confirmed the reported noise oversensing most probably due to a right ventricular lead issue. Additionally, regarding the observed error warning message, a device battery depletion is also suspected. Recommendation to explant the subject ICD and the right ventricular lead were provided on (B)(6) 2017.

Event description:
At beginning of session, alert ¿[2] charge time > 40 sec¿ and also error ¿[56] charge time > 25seg. Errors [12] and [43] are due to none lv lead implanted. Noise during sensing test (sensed signals between 0,4mv and 8,9mv). Ventricular sensitivity was decreased (from 0,4mv to 0,8mv) and persistence of vt and vf zones increased. No inappropriate therapies were applied. Two manual charge tests were made but all failed/not able to measure. It was reported that the physician planed to replace the subject ICD and the right ventricular lead on (B)(6) 2017.